Event description:
It was reported that during a total knee arthroplasty surgery, I opened the tibia insert and noticed that the n2 vac packaging was not secured to plastic packaging. I alerted surgeon and he requested a different insert. I opened a different insert - same size and surgeon implanted that insert.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual inspection of the returned outer and inner blister confirmed that the plastic casing of the outer blister has bulged outwards in a uniform manner and that a small section of the seal of inner blister has been broken. Medical review was not performed for this event as the device in question was not implanted. The exact cause of the event could not be determined because it was not possible to track the exact transit path or environments encountered by the subject device. The investigation concluded that the most likely cause of the packaging damage was exposure to heat, or under-pressure over a prolonged period of time during transport/distribution resulting in the expansion of the plastic casing of the outer blister and the seal breakage of the inner blister. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The reported event regarding packaging damage involving a triathlon ps insert was confirmed.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that during a total knee arthroplasty surgery, I opened the tibia insert and noticed that the n2 vac packaging was not secured to plastic packaging. I alerted surgeon and he requested a different insert. I opened a different insert - same size and surgeon implanted that insert.